Event description:
Deep brain stimulator - lead placed in brain and when the surgeon was attempting to test the lead it would not function. It was removed and replaced. Manufacturer response for sensight directional lead kit, (brand not provided) (per site reporter). Working with us.